Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Correction: h6: device codes: upon complaint review, it was determined that the device code that was reported on the initial report was not an accurate representation of the complaint; and therefore, has been updated accordingly to reflect the correct information.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that the the implant failed to secure on the knee capsule. The complaint device was discarded by the customer, therefore unavailable for a physical evaluation. Since the complaint device was discarded, we cannot determine a root cause for the reported failure. If additional information is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device [6l86162] number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint # (B)(4). To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. UDI: (B)(4).

Event description:
It was reported via complaint submission tool that during a meniscal repair, while using truespan meniscal repair system plga 24 degree to attempt a vertical repair on a meniscus tear, on the 1st truespan that was used at 18mm needle exposure, the implant failed to secure on the knee capsule. Subsequently, on the 4th truespan with 18mm needle exposure used also happened similar issue. A total of nine truespans were used, issue happened on two guns. They were no issues on the other seven guns. There was no delay in the surgery, and no patient consequences.